Event description:
Our consultant was notified that a vns patient was seen in clinic and interrogation went through successfully, but when the physician wanted to increase the settings by 0.25ma, the handheld computer had progressed through one bar and then stopped. Programming was not successful. The power light wouldn't come on in the programming wand. The battery was changed in the programming wand and the consultant used the same programming system on his demo generator. It took a longer time to interrogate than it should have, but he was able to interrogate successfully. It was noted that the serial adaptor wire was frayed and the wire was even exposed. This may also have contributed to the slowness. Good faith attempts are being made to obtain the serial adapter cable for product analysis. Thus far they have been unsuccessful.

Manufacturer narrative:
Device malfunction suspected against the serial adapter cable.